Event description:
The pt is a (B)(4)-year-old male with a history of metastatic renal cell carcinoma to the left distal humerus. He underwent an intramedullary nailing of the left humerus for an impending fracture due to his metastatic renal cell carcinoma on (B)(6) 2013. X-rays taken about 10 months post-operation, following pt's complaints, revealed a lytic lesion and a dysplastic humeral diaphysis with evidence of fracture of the intramedullary rod distally. Following curettage and grafting additional 90/90 plating (using carbofix diaphyseal plates) with cable was performed, leaving the nail in place.

Manufacturer narrative:
Review of the production records of the involved device indicated that the device was manufactured according to its specifications.